Event description:
A home patient (hp) reported to baxter that he was hospitalized from (B)(6) 2011- (B)(6) 2011 for peritonitis. The hp stated that on a date in (B)(6) 2011 symptoms started after a hospital rn reused a minicap. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that she believed causality of the peritonitis was due to an exit site infection that was diagnosed on (B)(6) 2011, travelling into the peritoneum and that the hp was recovering at the time of this report. Hospital treatment information was not available. Treatment in (B)(6) 2011 was with oral (po) levaquin 250mg once daily for 10 days.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (gd884460) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.